Event description:
The customer reported that a bad iris pot error displayed on the system and they were unable to boot the machine.

Manufacturer narrative:
An error displayed at boot-up. The ge service rep performed an iris pot adjustment. The system operates as intended.